Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen of an unknown concentration at a dose of 913 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump had a motor stall. The patient heard the pump beeping on saturday ((B)(6) 2018) and had an increase in leg spasticity that started that day. There were no known environmental/external/patient factors that may have led or contributed to the issue. The staff interrogated the pump and saw a motor stall occurred. The pain clinic staff would be reaching out to the patient's managing hcp the afternoon of (B)(6) 2018 regarding replacing her pump soon. They would consult with him regarding oral meds and dosing. The issue was not resolved at the time of this report. The elective replacement indicator (eri) was 9 months on the pump. Surgical intervention was planned, but had not been scheduled. The patient's status at this time was "alive - with injury", the patient had a stalled pump and increased leg spasticity. No further complications were expected or anticipated. The patient had a medical history of multiple sclerosis.